Event description:
It was reported that a large volume infusor had a black mark on the reservoir. The device was filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from november 10, 2014 - november 11, 2014. The evaluation of the returned device is complete. Visual inspection noted a black particle, approximately 0.01 square mm in size, embedded in the material of the stress member. The particle was not in the fluid path. No signs of black mark were found on the reservoir. The cause of the particle was unable to be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.